Manufacturer narrative:
(B)(4). This complaint is for a report of a low drain volume alarm. Complaint is confirmed because patient reported air in the patient line during initial drain, which is a known cause of the low drain volume alarm. Source and cause of air in the line is unknown. Batch review results were acceptable for the lot number h11h30080. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a low drain volume (ldv) alarm; which occurred on the homechoice (hc) during initial drain. The care giver (cg) stated the registered nurse (rn) had the home patient (hp) drain a little of the solution out earlier, and the patient drained fine. The cg stated the hc alarms every evening. The technical service representative (tsr) asked the cg the troubleshooting questions, and the cg saw air within the patient line. The cg stated that the hp insisted with continuing. The cg asked if they could bypass the initial drain. The tsr assisted with bypassing the initial drain and with doing a test fill. The hp was draining slowly, and the cg stated the hp could still see air bubbles. The tsr asked the cg if the patient line was tight. The cg stated yes. The tsr recommended the hp end therapy and contact their rn. The cg stated the hp's nurse was not available. The cg stated they will end therapy. The tsr had the cg close all clamps, disconnect the hp and cycle the power. The hc alarmed power restored and fill 1 of 4. The tsr assisted with ending therapy and getting the set out. The tsr explained the ending therapy procedure. The cg asked if the hp was not following the procedure could it mess up the hc. The tsr stated no. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp (B)(6) 2012 the regarding reported problem. The hp stated they did end up having to start over with new supplies that evening due to the air. They stated that it went okay on the new machine that evening. The hp stated they have not had any further problems since they received a new machine. The hp stated they did not notice anything different or unusual with the supplies that could have caused the air. The hp stated that they do not recall the lot numbers of the supplies from that night, and they no longer have samples. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. However, the lot number has been provided, and a batch review will be performed. A follow up MDR will be submitted if additional information is obtained.